Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl. Reportedly, the customer changed the supplies and delivered a bolus to address the event. The customer's bg level was 512 mg/dl at the time of report. During troubleshooting with tandem's technical support, it was reported that the time was off by 30 minutes. The customer successfully corrected the time.